Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow up, inappropriate atp therapy due to noise was observed. The lead was capped and replaced.